Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1100 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as passed out. The customer treated with the insulin shot and emergency medical services. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with performing the high pressure test and the test results was passed. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.